Event description:
Event: (cc# 97-00445) the iab was inserted into the pt in the o.r. Following CABG x 4 on 4/13/97. The pt failed the bypass weaning and the iab was placed for hypotension. On 4/14/97 after iabp for one day, blood was noted in the extension tubing and the iab was removed. The pt was stable after the event. (Datascope received this report on 4/23/97 via the mandatory medwatch form from the user-facility; uf/dist report number: 0000050464-1997-0008) [event complications]: none from the event - reported 4/23/97, 5/8/97. [Pt's current status]: discharged-rpt'd 5/8/97.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.